Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and observed in the fault log, log #112 and 111. The fse isolated the issue to the executive processor circuit, which it was replaced and calibrated. The fse checked and cleaned the head and console video connection, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during power up, the cardiosave intra-aortic balloon pump (iabp) had an internal communication failure. The iabp booted up with a blank screen and produced a loud pitch noise. The customer powered down and powered back up the iabp and powered correctly. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during power up, the cardiosave intra-aortic balloon pump (iabp) had an internal communication failure. The iabp booted up with a blank screen and produced a loud pitch noise. The customer powered down and powered back up the iabp and powered correctly. There was no patient involvement, and no adverse event reported.